Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.

Event description:
It was reported to philips that the v60 touchscreen is freezing, and the unit is displaying diagnostic code of 35 v supply failed. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer evaluated the device with assistance from a philips remote service engineer (rse). The rse advised the customer that the diagnostic code indicates the 35 v supply failed. A philips field service engineer (fse)was dispatched to the customer site to provide additional assistance.

Manufacturer narrative:
It is unknown if the device was in use at the time of the event. There was no report of patient or user harm/impact. Attempts were made to obtain patient information but has been unsuccessful. The philips fse replaced the pm board, and this resolved the issue for the customer.